Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "before use, the medical staff notices white particles in the syringe. The incident happens more than once on this lot number. Only one device has been kept for the investigation purposes. The device has not been contaminated."

Manufacturer narrative:
Investigation: bd has been provided with photos and affected sample for catalog 300296 lot 1802243 to investigate for this record. After evaluation of the photos and returned samples, bd verifies that the white particles inside the syringe were composed by lubricant from the syringe barrel. The particles consist of an accumulation of "slip agent" which is used in the formulation and manufacturing of the polypropylene syringes. The slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment tests have been conducted and they have all passed all established criteria for preclinical toxicological safety evaluations and should not represent any risk if the product is used according to normal practices. CAPA#(B)(4) was initiated. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's.

Event description:
It was reported that foreign matter occurred with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "before use, the medical staff notices white particles in the syringe. The incident happens more than once on this lot number. Only one device has been kept for the investigation purposes. The device has not been contaminated."